Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. . There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was implanted and removed during the initial procedure due to a tear in the anterior capsule.